Event description:
Distal, winged luer connector "peeled" resulting in leak of IV fluids from the luer connector. This is not a "crack" it is a "peel." This is the second instance of this phenomena rptr has reported: see 1001683. This second instance was on the same pt as the first.